Event description:
It has been reported from a user facility that an inpatient in the ICU of this hospital who has been receiving hemodialysis on an acute basis is having a reaction to this dialyzer. This patient reportedly was able to tolerate this dialyzer initially. The rn reported verbally that the symptoms that are occurring with the use of this dialyzer are the following: a decreased blood pressure, shortness of breath, restlessness and respiratory distress at the onset of treatment. The patient was administered an intravenous dose of diphenhydramine to treat the symptoms reported in this event and that the patient still reacted. It was also learned that, the blood was reinfused into the patient with the patient stating that she felt better. The medical condition of this patient at the time of the event was reported as being very compromised and it was learned this patient was in liver failure as well as in acute renal failure of an unknown etiology. This patient remained inpatient in the ICU unit over an extended period of time. Also, the catheter exit site was reported as being red and was being closely monitored for a possible infection. The rn reported the patient continued to receive hemodialysis with use of the dialyzer. An update was received on the progress of this patient and we have learned this patient has died. The day of death is unknown. The cause of death was reported as being from multiple causes one of which was liver failure. There is no sample and the lot number is unknown. A request was made for the treatment sheets, lab data, etc., but to date have not been received. The patient had been prescribed a different brand of dialyzer at the time of death and had been receiving hemodialysis with use of that dialyzer.